Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including clear passage and clamp function testing were performed with no issues noted. During leak testing, the set was connected and disconnected from the returned connector with no issues or leaks observed. The reported separation between the female connector and main body of the transfer set was verified. The cause of the separation was due to inadequate solvent application to the set during the manufacturing process. The reported connection issue at the female connector was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set could not disconnect from an ultrabag (solution bag) which resulted in a separation of the female connector and the main body of the transfer set. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.